Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. The target lesion was located in the mid left anterior descending artery. A mach1 guide catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed numerous kinks in the shaft and tip damage (flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter break occurred. The target lesion was located in the mid left anterior descending artery. A mach1 guide catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.